Manufacturer narrative:
Device evaluation summary: a stylette was loaded in the device. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 20 th distal stent wraps with struts raised. No deformation was evident to the distal tip. There was no other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary drug eluting stent to treat a non tortuous, mildly calcified lesion exhibiting 80% stenosis located in the mid circumflex (cx) artery. The device was inspected with no issues noted. The lesion was pre-dilated. The stent did not pass through a previously deployed stent. Resistance was encountered. It was reported that the stent failed to cross the lesion. The procedure was completed using a non medtronic stent. It was stated that the event was due to use of the device in a difficult lesion morphology/ anatomy, i.e. The event was procedural related and not device related. The patient was reported to be alive with no injury.